Manufacturer narrative:
Additional, changed, and/or corrected data: a4, a5, a6, b5, b6, d1, d3, d4, d6b, g1, h6.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a left side deflation. Device remains implanted.

Event description:
Healthcare professional reported a left side deflation via mammogram. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaint codes are: - deflation: observed delamination of diaphragm valve assessed as adhesive failure and observed an opening assessed a cracked valve seat diaphragm valve. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required